Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: unable to confirm the customer experience as no photo / sample is received for investigation. End user risk assessment as per p-eura document, (B)(4), the severity for bent cannula, cannula point damaged, cannula fall off is negligible (s1). Occurrence rate = (complaint received / batch quantity) x 1,000,000 =(1 / 2,191,100) x 1,000,000, =0.46 ipm which is improbable (o1), the risk is acceptable as per ms-qs-034. Root cause description: based on DHR review, there were no abnormalities detected during the production of affected batch. The cannula stiffness was reviewed and were within specifications. No photo / sample was received for investigation. Actual root cause could not be determined. The complaint will be re-opened and re-investigated if samples are received. Rationale: the complaint will continued to be tracked and monitored.

Event description:
It was reported that the needle eclipse 25 x 5/8 broke off in the patient's arm during use, and was removed without harm. The following information was provided by the initial reporter: "the customer reported on behalf of their client. The client said that about 9 ea were bent, a handful of the had metal spurs. The client used one and the metal piece broke inside his arm but he was able to remove with no harm".